Event description:
Reporter noted forceps became stuck in the retracted position, then sprang out suddenly while in the eye. Felt this was very dangerous when near the retina; potential for retinal bleeders.